Manufacturer narrative:
The plaquecontrol brush head is an accessory to the sonicare power toothbrush information not provided.

Event description:
Consumer complained that the brush head hurt teeth. The brush head also had loose bristles. No evidence that medical attention was sought.